Event description:
In 2002, this pt was implanted with a vented electric left ventricular assist device (lavd). The vad coordinator informed the manufacture that this pt was at home and was having power limit advisory alarms, and was producing excessive amounts of black dust from the vent filter. It was decided to deliver an ip drive console to the pt at home. The pt was supported over the christmas holiday by pneumatic actuation. The pt had been suffering from a worsening renal condition that left their without the strength and desire to undergo pump replacement. Due to worsening of pt's conditon. In sunday 12/2004, the cardiologist visited the pt's home and withdrew support. The pt expired shortly thereafter. It was stated by teh vad coordinator, that this pt was suffering from "age-related issues" and multiple systems organ failure that resulted in their imminent death and that the pump end of life was only coincident to those issues. The family decided not to have the pt undergo an autopsy to retrieve the pump.